Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient was revised due to loosening of the humeral component. The glenoid components were not revised.

Manufacturer narrative:
Visual examination of the returned product identified damages to the coated area. Light scratches were also found on the product. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the left shoulder demonstrate a left shoulder arthroplasty with anterior dislocation. Subcutaneous emphysema. No fracture seen. Evaluation of the positioning of the humeral component is limited given dislocation. Primary op notes were provided and reviewed. No complications were noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.